Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: lumbar spondylosis. Lumbar spinal stenosis from l3 to l5. Grade I degenerative spondylolisthesis at l4-l5. Adult idiopathic scoliosis. For which, patient underwent following procedures: posterior spinal fusion from t3 to s1. Posterior segmental spinal instrumentation from t 3 to s1/ilium, utilizing the 5.5 mm stainless steel system. Placement of bilateral iliac wing/pelvic fixation, utilizing the 5.5-mm ¿cmas¿ system. Bilateral laminotomy, partial medical facetectomy, and foraminotomy at l3-l4. Transforaminal lumbar interbody fusion at l4-l5 and l5-s1. Placement of intervertebral device at l4-l5 and l5-s1 (peek 13-mm x 30-mm cage at each level). Augmentation of anterior spinal fusion with morselized local bone graft (3 ml per level) and rhbmp-2 (9 mg of rhbmp-2 on absorbable collagen sponge at 1.5 mg/ml graft volume concentration per level). Augmentation of posterior spinal fusion with morselized local bone graft, morselized allograft (100 ml) and rhbmp-2 (10 mg on 30-ml graft matrix at 2.4 mg/ml graft volume concentration and 6 mg on absorbable sponge at 1.5 mg/ml graft volume concentration). Application of gardner-wells tongs for temporary intraoperative traction. Spinal cord monitoring, consisting of somatosensory evoked potentials, neurogenic mixed evoked potentials, electromyography. Per op notes, a transforaminal lumbar interbody fusion at l5-s1 and l4-l5. At l5-s1, surgeon sized the disc space and elected to use a peek cage, measuring 30 x 13 mm. Approximately 3 ml of morselized local bone graft and 3 mg of rhbmp-2 on an absorbable collagen sponge was then placed anteriorly. The transforaminal lumbar interbody fusion cage which was packed with a 6 mg of rhbmp-2 on an absorbable collagen sponge was then inserted and impacted in place. The cage appeared to be well placed and was very snug within the disc space. At l4-l-5, surgeon sized the disc space and elected to use a peek cage, measuring 30 x 13 mm. Approximately 3 ml of morselized local bone graft and 3 mg of rhbmp-2 on an absorbable collagen sponge was then placed anteriorly. The cage was packed with a 6 mg of rhbmp-2 on an absorbable collagen sponge, was then inserted and impacted in place. The cage appeared to be well placed and was very snug within the disc space. Surgeon brought in fluoroscopy and confirmed satisfactory placement of both cages in both the ap and laterally planes. Approximately 125 ml of morselized local bone graft was generated. We then placed 120 mg of rhbmp-2 on 30 ml graft matrix at 2.4 mg/ml and 6 mg of rhbmp-2 on absorbable collagen sponge at 1.5 mg/ml graft volumes concentration over the decorticated spine. This was followed by 125 ml of morselized local bone graft and 100 ml of morselized allograft mixed with 2 gm of vancomycin powder to decrease the likelihood of a postoperative wound infection. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.